Manufacturer narrative:
There is no established date of expiration for this device. The switchpoint infinity 2 is not an implantable device. The switchpoint infinity 2 is not an explantable device. The device was evaluated in the field. The device was evaluated in the field. This is not a single use device. Evaluation summary: according to the initial reporter, an operating room screen went black. After attempting to reboot the switchpoint infinity 2, the device would not boot up past the windows screen. At this time, there were no images to any monitor. This issue was found during the case, and there was patient involvement. However, there were no adverse consequences as a result thereof. Reportedly, the operating room nurse attempted to change radio stations on the pacs pc. During this change, all monitors reverted to black screens. Because video was lost to all monitors and the hospital staff did not use the backup video signals, it is unknown as to whether the failsafe was functioning properly at the time of the event. However, the stryker technician visited the site on the date of the malfunction and was able to verify full functionality of these signals at the time of service. Therefore, this report is filed based on the current evidence which suggests that there was video loss to all monitors and an inability to use the backup video signals by the user. In addition to the video loss claimed, the drive on module (dom) failed, which did not allow the system to boot up correctly. However, the dom replacement in this specific event was to address the system's inability to reboot and did not contribute to the monitors turning black. In the event the dom fails during a case, the previously routed images will still be present, and the monitors will not go to a black screen. Based on all available information, the user made some setting changes on the user interface which led to video loss on the monitors. This could be caused by incorrect user input. At this time, the routing configuration which led to the absence of video is unknown. To resolve this issue, the dom card was replaced, and images were re-routed by the stryker professional. The product was reported to function to specification following repair and replacement.

Event description:
According to the initial reporter, an operating room screen went black. After attempting to reboot the switchpoint infinity 2, the device would not boot up past the windows screen. At this time, there were no images to any monitor. This issue was found during the case, and there was no patient involvement. However, there were no adverse consequences as a result thereof.